Event description:
It was reported that a post procedure check the day after implant found that the atrial lead had dislodged. Pacing of the lead through the device resulted in ventricular pacing and an x-ray confirmed the lead was in the right ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and indicated that the atrial capture management attempted to run on 2014-dec-20 but was unsuccessful.